Event description:
A customer observed a lower than expected vitros phyt result on two different api proficiency fluids while using the vitros 250 chemistry system. Api sample (B)(6): 4.5 ug/ml vs. The targeted result of 6.69; api sample (B)(6): 26.1 ug/ml vs. The targeted result of 32.71. This report is number two of two 3500a forms filed for this event, as two devices were affected. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer made no allegations that patient sample results were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that lower than expected vitros phyt results were obtained for two api proficiency samples processed on a vitros 250 chemistry system. The root cause of the event is unknown. Due to the lack of information provided by the user, it is impossible to determine whether or not manual dilution error contributed to this event. The investigation determined that there was no indication that the vitros 250 malfunctioned. Based upon a complaint review, there is no indication that phyt reagent malfunctioned.